Manufacturer narrative:
Correction to date MFR rec: as 2019-11-25. Previous supplementary reported indicated an incorrect date. The correct MFR rec date should be 2019-11-25 product event summary #pli 10 (od): medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the explanted on december 2 or december 4. No additional informational has been received yet.

Manufacturer narrative:
Product event summary #pli 10 (od): medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the explanted on december 2 or december 4. No additional informational has been received yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient turned stimulation off because stimulation was too much for them. They did put stimulation on for a few hours during the day when they were working with their number being ¿two ,¿ but they turned it off when they went to bed. It was further reported the consumer was experiencing poor communication with the patient programmer (pp) (so it was recommended to try replacing the batteries), seeing the reposition antenna screen on the recharger, and was unable to communicate using the recharger. The last time the device was charged was three to four weeks ago due to the consumer trying to ¿do more movement and go without stimulation,¿ so they hadn't been charging. As a result an overdischarge was suspected. The consumer was redirect to their healthcare provider (hcp). Relevant medical history includes non-malignant pain. Additional information received from the manufacturing representative (rep) indicated that the patient has not charged the device since 2015-2016, when the patient had issues recharging. The rep noted that communication could not be established with the external devices. They added that they attempted to communicate with the restore app with no success. Patient services reviewed physician mode reset (pmr). Additional information received from the rep indicated that they are moving forward with device replacement. No further complications were reported or anticipated.